Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a misaligned rubber cap. The following information was provided by the initial reporter: 1 piece edta 2ml tube with misaligned tube rubber cap. 1 tube was discovered during inspection while receiving delivery from (B)(4), having a misaligned rubber in the tube cap.